Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that "we are looking for merck/msd complaint for needle connectivity issue/leakage between bd eclipse needle and bd prtc glass barrel mentioning multiple occurrences in the UK." Additional information provided on 03/03/2026 @complaints.pharmsystems: please find below the details. We are trying to get the needles batches, probably they are not available, but working on that. (B)(6): as discussed yesterday, can you please confirm that for all cases the needle is bd eclipse smartslip? Do you have the batch numbers? We are trying to get the needles batches, probably they are not available, but working on that. Regarding the failure mode of the 3 occurrences ¿3 reports on detachment or separation during use, prior to injection¿, was there any leakage? Not confirmed. Are all occurences coming from the same hcp/vaccination center? 2 for lla detachment and unable to attach came from the same vaccination center, 1 lla detachment from another vaccination center.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/material/lot number information.